Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during a cataract surgery while performing phacoemulsification the ophthalmic console suddenly powered off and the screen went black with no system message displayed. After 15 seconds the ophthalmic console automatically restarted and the patients intraocular pressure was not able to be maintained.